Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A visual examination of the photo revealed black foreign material on the tube. It is unclear from the photo whether the foreign material is loose or is on the inside or outside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the customer noticed a black spot on one (1) tube. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka g4: PMA/510(k)#: two additional codes apply; k213670 and k231373 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, the customer noticed a black spot on one (1) tube. No patient impact reported.